Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 26-apr-2021 under work order (B)(4) and sold on 19-may-2021. Manufacturing record review: (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on repair log 99238. Visual evaluation: visual examination of the complaint product revealed no physical damage. The bottle that was sent in is from a different serial number (B)(6). Functional evaluation: complaint product was functionally evaluated and found to function properly. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action no further corrective action is necessary, as the complaint condition was not confirmed. The unit was tested and returned to the customer. No further training required at this time. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Trigger issue. Heather spoke to facility and they said it sticks, guy said it could be condensation. Fs log#: (B)(4). Wallach ultra freeze 900076 e-complaint: (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Trigger issue. Heather spoke to facility and they said it sticks, guy said it could be condensation fs log # (B)(4). Wallach ultra freeze 900076 e-complaint-(B)(4).